Event description:
Caller reported a malfunction on pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset instructions, assisted in resetting pump, and ensured malfunction did not recur, allowing customer to continue using the pump. Customer was advised to call back if malfunction recurred and acknowledged the guidance.